Manufacturer narrative:
The ceiling lifting system consists of the installation and the maxi sky 440 lifting unit, which can be easily detached from the track and transferred to another room or installation. The lifting unit is attached to the track using carabiner. In case the installation is mounted high on the ceiling, there is a reacher available ¿ an accessory which consists of: the loop (which should be connected to the carabiner), the hook (attached to the trolley moving along the track), the rod (providing an easy way to install and remove a portable lift from the track trolley). An original arjo reacher is a solid construction ¿ all three parts are permanently attached. The investigated reacher, provided by a third party company, has completely different design. It consists of two parts: a hook and a telescopic rod (connected by the magnet). In the investigated situation, part of the telescopic rod disconnected and fell down. Please note that the ceiling lift was still suspended on the hook; the rod extension was the only part that fell down. No details about exact circumstances of the incident was provided, therefore it is unknown if the reacher failed during attaching maxi sky 440 to the installation (preparing for use) or during use with the patient. Arjo device itself was up to manufacturer¿s specification. It played the role in the investigated case because unauthorized accessory was used with arjo product. No injury was sustained. While analysing 2 other cases of the same nature (non-arjo reacher detached from the ceiling lift and ceiling lift remains in place) it became apparent that none of the situation ever resulted in serious injury or death. The detached reacher, even if falls down, does not pose a serious risk to a user. Based on the above, we concluded that the reported failure is not likely to result in an adverse outcome upon recurrence. In summary, we will continue to monitor each complaint of this nature and consider reportability to the competent authority in the future.

Event description:
On(B)(6) 2020 it was reported that during use of the maxi sky 440 ceiling device, part of the telescopic rod of the reacher detached and fell down. The ceiling lift was still suspended on the hook. No injury was sustained. From the information gathered, the reacher was not an original arjo accessory. There was no information about maxi sky 440 serial number, therefore it was impossible to determine which ceiling lift was involved in the incident. There was no indication of the maxi sky 440 ceiling lift malfunction.